Manufacturer narrative:
Concomitant products : 6947-58 lead, implanted (B)(6) 2006, 5076-52 lead, implanted (B)(6) 2006.

Event description:
It was reported that about six days after a device replacement procedure, the device measured high left ventricular lead impedance - which triggered an alert - and high threshold. The right ventricular lead coil impedance also tested out of normal limits. Multiple configurations were programmed, but the impedance issue persisted so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, with no anomalies found.